Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the battery failed to recharge. There was reportedly no patient involvement.

Manufacturer narrative:
This report was sent in error and is a duplicate of manufacturer report # 1218950-2020-03032.

Event description:
It was reported that the battery failed to recharge. There was reportedly no patient involvement. This report was sent in error and is a duplicate of manufacturer report # 1218950-2020-03032.